Event description:
It was reported that the device would not hold patient data and settings after multiple recharging and that the mother board needed replaced. The product fault occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected data: d4 UDI number. D9: date returned to mfg 4/9/2024. One device was returned for evaluation. Visual inspection revealed a peeling downstream occlusion (dso) seal, scratched lcd lens, and worn overlay gray. There was no applicable evidence to review in the event history log. Functional testing was unable to replicate the reported issue; no device issue was found and the motherboard was functioning as intended. The root cause was unable to be determined. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.